Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report a leak. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. A steerable guide catheter (sgc) was advanced to the mitral valve; however, a non-abbott wire could not be fully inserted into the sgc due to resistance. The wire began to loop; and therefore, the wire was removed from the sgc. A decision was made to remove the sgc from the patient to re-prep the sgc. During preparation of the sgc, loss of fluid column was observed. The sgc was replaced with a new sgc. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the non-abbott wire was advanced into the femoral vein first. Then the dilator of the steerable guide catheter (sgc) was advancing over the wire; however, when the dilator reached mid way of the wire, resistance met with the wire and the wire began to loop.

Manufacturer narrative:
All available information was investigated and the reported steerable guide catheter (sgc) leak was not confirmed and the reported difficult to advance was not replicated as it was likely an outcome of procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak and difficult to advance could not be determined in this complaint. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: device code 1316 was removed.